Event description:
It was reported that the patient came to the clinic due to the loss of restoration. After examination, the broken central screw of restorative abutment was found. The broken screw could not be removed, so the implant at tooth location #36 was then removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier - (B)(6). Concomitant medical products: tsvwb8, impl tapered scr-v sbm 4. 7mm 4.5mm 8mm-lot number 1238521. Additional PMA/510(k) number ¿ k011028/k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67 and 4315. H10: narrative/data was updated. One impl tapered scr-v sbm 4.7mm 4.5mm 8mm, tsvwb8 with cover screw was returned for investigation. The abut hex-lock 4.5mm imp 5 .5 flare, hla4/5 was not returned. Visual inspection via naked eye and camera magnification did not identify any evidence of a fractured screw inside the implant. Based on the evaluation, device malfunction was non-verifiable. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review was completed for the subject lot numbers (2019050535). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019050535) for similar events (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. Based on the investigation, risk file review and IFU, the most likely cause determined from the investigation is incorrect assembly of the mount to the implant or excessive torque used during placement. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.